Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter casing cracked/broke after dropping it. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that the alleged issue occurred approximately 1 year prior to contacting lfs. The patient informed the csr that she tests her blood glucose 4x/day and manages her diabetes with a combination of oral medication and a set dose of insulin the patient confirmed she was unable to test with the subject meter due to the casing issue. Despite the alleged issue, the patient confirmed she continued to take her medication as usual; however, did try to reduce what she ate. On unspecified days, after the alleged issue began, the patient claimed she developed symptoms of feeling "sweaty and fatigue"; symptoms she associates with a low blood glucose. In response to the symptoms, the patient reported that she had more food and/or drink. The patient informed the csr that the symptoms have been ongoing for several months and recently scheduled an appointment with her hcp to discuss the symptoms. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.